Event description:
It was reported that the surgeon inserted and removed an aq2010v three piece silicone lens because it was defective. No pt injury. The lens was discarded.

Manufacturer narrative:
A work order search was performed and there were no similar complaints found.